Event description:
Patient reported right side device rupture, "lymph nodes with silicon-echo" diagnosed via ultrasound and pain. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's product.

Event description:
Patient reported right side device rupture, "lymph nodes with silicon-echo" diagnosed via ultrasound and pain. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's product.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-breast: unable to observe since it is not related to the device. Silicone migration-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿lymph nodes with silicon-echo¿.

Event description:
Patient reported, right side device rupture. "Lymph nodes with silicon-echo". Diagnosed via ultrasound and pain. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's product.